Event description:
Ventilator failure of a covidien model 840 ventilator on a very serious pt that could have compromised the pt. Dose or amount: na. Diagnosis or reason for use: ventilation of pt. Event abated after use stopped: yes.